Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending cover aged, video connector defective, insertion section worn, conductivity of the distal end failed, and b30 scope communication error due to defective video connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera elite bronchovideoscope exhibited b30 scope communication error. The event occurred after an unknown procedure. It was reported that the procedure was completed using similar device and there was no delayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 scope communication error occurred because internal board of scope connector was damaged due accumulation of electrical stress or overcurrent due to application of accidental static electricity, etc. Olympus will continue to monitor field performance for this device.